Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to noise, oversensing and dislodgement. Another lead was successfully implanted. No adverse patient effects were reported. The lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.